Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, and if further pertinent information is provided from product analysis, this report will be updated at that time

Event description:
It was reported that this right atrial (ra) lead became dislodged. Surgical intervention was performed and the lead exhibited helix extension difficulties. As such, the lead could not be repositioned and was removed and replaced. No additional adverse patient effects were reported.